Manufacturer narrative:
(B)(4). Method: the mr850 pcb spare was returned to fph in (B)(4) for investigation, where it was visually inspected and had the buzzer coil resistance measured. The pcb was also fitted with a replacement buzzer and tested. Results: visual inspection revealed no signs of impact damage to the returned pcb. The pcb did not generate an audible alarm. The buzzer was found to be non-operational due to the coil resistance being open circuit. When the pcb was fitted with a replacement buzzer, no other faults were noted. Conclusion: we were unable to determine the root cause of the buzzer coil resistance being open circuit. All mr850 pcb spares undergo a buzzer test on the production line before release for distribution. It should be noted that the mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation." A replacement mr850 pcb spare was provided to the distributor.

Event description:
A distributor in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that there was no audible alarm on their mr850 respiratory humidifier when fitted with a spare printed circuit board (pcb). No patient involvement was reported.